Event description:
It was reported that pump experienced malfunction alarm with code malf 12, without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who guided customer through pump reset, and malfunction did not recur after reset; customer was advised to continue using pump and to call back if any malfunction code occurred again, and customer acknowledged and understood these instructions.